Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 4.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to pass through the guidezilla. A balloon was tried to be advanced but also failed to pass through the guidezilla. After the stent was removed, it was noted that the device was damaged by the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found the distal end of the stent was damaged and stretched in a distal direction over the distal marker band. The undamaged proximal section of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between the guidezilla and the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 4.00 x 24synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to pass through the guidezilla. A balloon was tried to be advanced but also failed to pass through the guidezilla. After the stent was removed, it was noted that the device was damaged by the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.